Event description:
The account alleged the side rail would not latch. No pt impact.

Manufacturer narrative:
The technician found a substance in the side rail latching system. The technician cleaned the side rail latching system to resolve the issue.